Event description:
Customer reported that the door of their allegra x-22 centrifuge fell unexpectedly after opening, landing on the operator's hand, then bouncing back up, nearly striking the operator's face. The user did not seek medical attention. There was no death or serious injury associated or attributed to this event.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) noted that the connection fork, which secures the strut to the instrument, had unscrewed. The cause of the screw loosening is unknown. The gas damper of the instrument was replaced by the field service engineer. After repair the instrument was confirmed to be operational and placed back into service.